Manufacturer narrative:
Date sent to the FDA: 8/21/2007. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt experienced a mesh erosion following a pelvic floor repair procedure. The pt was returned to the operating room, the same day as the initial procedure. The exposed graft was excised and the vaginal mucosa was re-closed. The pt was discharged on the same day. It was reported that at the follow up appt during 2006, the pt was doing well with no further erosion or problem.